Event description:
Additional information received reports that both leads were explanted and replaced on (B)(6) 2025, due to high impedances on both leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had a fall and one of their leads now have high impedances. The investigation did not determine which lead attributed to this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000154111.